Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked belt clip slot.

Event description:
It was reported the insulin pump had alarmed unexpected restart during normal use. Customer's blood glucose was 110 mg/dl. The device was not stored for an extended period of time. Customer was advised the device need to be returned and customer agreed to return the date for further analysis.